Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and discolored display screen. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim, faded and discolored. A test display was inserted for testing and was found to be functioning appropriately. Unrelated to the display issue, the keypad cover was found to be torn over ok button. All of the keypad buttons were found to be responding appropriately and were functional. There was evidence of contamination found under all of the key contacts and the keypad flex was peeling off from the base. Evaluation also revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.